Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported). On an unreported date during hospitalization, pd was switched to hemodialysis (hd). Extraneal was discontinued. Dianeal was ongoing for peritoneal lavage after switching to hd. Pd therapy was scheduled to be resumed after discharge. Retraining on proper aseptic technique was planned on an unknown future date. At the time of this report the patient had recovered from the event. No additional information is available.